Event description:
Heterotopic ossification [extraskeletal ossification]. Case narrative: case (B)(4) is a serious literature spontaneous case reported in a medical journal by a physician in the united states. This report concerns a 51-year-old male who was diagnosed with heterotopic ossification (ho) of his right hip during treatment with unknown brand of sodium hyaluronate (sodium hyaluronate) solution for injection at an unknown concentration for knee osteoarthritis from an unknown start date to an unknown stop date. Trade name or batch was not reported. On (B)(6) 2020, the patient was hospitalized due to covid-19, he was intubated for 2 months and discharged to a rehabilitation facility in (B)(6) 2020, where he stayed until (B)(6) 2020. He developed right hip pain and difficulty moving his leg near the end of his stay, which worsened during his time at home. The patient had been unable to walk due to the pain in his hip and did not recall any trauma to the right hip. His pain was worse with any movement of his right leg and he required the use of a wheelchair for transport. Around (B)(6) 2020, the patient was diagnosed with ho of his right hip and was referred to orthopedic surgery to discuss treatment options. In (B)(6) 2021, the patient was cleared to undergo resection of his right hip ho. At the post-operative visit, he was able to stand and walk with rolling walker and his range of motion improved, as well as his pain. The patient will continue with physical therapy to improve his functional ability and continue to follow up with orthopedic surgery for post-operative care. He will continue to use the rolling walker with the goal of not needing an assistive device in the future. Action taken to sodium hyaluronate was 'dose not changed'. No concomitant medication was reported. The outcome of ho was recovering/resolving at an unspecified date (at the post-operative visit). The patient's medical history includes: hypertension and diabetes mellitus (both from unknown start date to unknown stop date) and covid-19 (from (B)(6) 2020 to (B)(6) 2020). Sender comment: the author of this literature abstract does not relate the use of unknown branded hyaluronic acid injections with ho but highlights that immobilization is a known risk factor of ho as well and many covid-19 patients were non-ambulatory while intubated in the ICU. The abstract mentions that hyaluronic acid injection were given to treat the preexisting patient's knee osteoarthritis. Based on the known safety profile, when used according to label, it is considered highly unlikely that sodium hyaluronate caused the patient's ho. Overall listedness (core label) is unlisted. Reporter causality: not related, company causality: not related. This ae occurred in united states and concerns the product unknown brand of sodium hyaluronate. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.